Manufacturer narrative:
It was reported the needle separated from the hub. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a plastic needle hub, a vial with a needle inserted in it and an opened packaging blister. The bottom part of the needle is out of the vial and has no residues of white epoxy. The needle hub also has no residues of white epoxy. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the lack or not enough epoxy applied to the product. A device history record review was completed for provided material number 305195, lot number 1210325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd¿ needle 1 in. Single use, sterile, 18 g, the needle pulled out of hub. The following information was provided by the initial reporter: while drawing up from the vial, the 18 g needle shaft came out of the needle hub.